Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhage is related to the abthera¿ open abdomen negative pressure therapy system. The treating physician placed lap sponges under the abthera¿ dressing with no indication a visceral protective layer was utilized. Kci has made multiple unsuccessful attempts to obtain additional clinical and device information. Kci is reporting this event as a potential user error. Device labeling, available in print and online, states: warnings bleeding: patients with abdominal wounds must be closely monitored for bleeding as these wounds may contain hidden blood vessels which may not be readily apparent. If sudden or increased bleeding is observed in the dressing, tubing or canister, immediately turn off the abthera¿ open abdomen negative pressure therapy system, take appropriate measures to stop bleeding and contact the physician. The abthera¿ open abdomen negative pressure therapy system is not designed to prevent, minimize or stop bleeding. Hemostasis must be achieved prior to dressing placement. The following conditions may increase the risk of potentially fatal bleeding: trauma. Suturing and/or anastomoses. Radiation. Inadequate wound hemostasis. Non-sutured hemostatic agents (i.e. Bone wax, absorbable gelatin sponge or spray wound sealant) applied in the abdomen may, if disrupted, increase the risk of bleeding. Protect against dislodging such agents. Infection in the abdominal wound may weaken visceral organs and associated vasculature, which may increase susceptibility to bleeding, use of anticoagulants or platelet aggregation inhibitors. Bone fragments or sharp edges could puncture vessels or abdominal organs. Beware of the possible shifting in the relative position of tissues, vessels or organs within the wound that might increase the possibility of contact. Use of visceral protective layer: when using the open abdomen negative pressure system, ensure that the open abdomen visceral protective layer completely covers all exposed viscera and completely separates the viscera from contact with the abdominal wall. Place the visceral protective layer over the omentum or exposed organs, and carefully tuck it between the abdominal wall and internal organs, making sure it completely separates the abdominal wall from the internal organs.

Event description:
On (B)(6) 2020, the following information was reported to kci by the physician: the treating physician placed the patient on the abthera¿ open abdomen negative pressure therapy system and placed lap sponges under the abthera¿ dressing. The patient allegedly required fourteen units of blood due to blood loss from multiple areas in the abdomen. No additional information was available. The abthera¿ open abdomen negative pressure therapy system serial number was not provided; therefore, a device evaluation could not be performed.